Manufacturer narrative:
The disposable cartridge has not been returned as requested for evaluation. A review of the lot history showed there were no other events of this type. The patient continues to dialyze using nxstage car-124. Nxstage medical considers this report closed. No additional information will be provided. Device not returned.

Event description:
A report was received on (B)(6) 2015 from a home therapy nurse (htn) regarding a (B)(6) year old female patient who experienced a reaction during treatment. Approximately 5 minutes into the treatment the patient experienced coughing, vomiting, flushing, not feeling right and felt like something was stuck in her throat. The treatment was stopped and the patient received 25mg of benadryl intravenously (IV) and was started on 2l of oxygen by nasal cannula. The patient recovered. The patient continues to use nxstage products.